Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported the patient underwent a right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation caused by a malpositioned acetabular cup. During the procedure, osteolysis was noted behind the acetabular cup . The modular head, acetabular cup, and liner were removed and replaced by a biomet modular head and a competitor cup and liner.